Event description:
Device issue: none. Adverse event: death. Time of adverse event: six days post procedure. It was reported that the procedure on (B) (6) 2010, was to treat a severely calcified lesion in the left anterior descending (lad). First, a 4.0 x 28 xience v stent was deployed and then a 4.0 x 18 xience v stent was deployed. After the 4.0 x 18 xience v stent was deployed, a perforation was noted. The perforation was treated with a graftmaster stent, which was deployed without an issue and covered the perforation. The patient experienced cardiac tamponade and pericardiocentesis was performed with limited amount of fluid retrieved. The patient experienced cardiac arrest and CPR was performed. The patient was taken for CABG surgery. The patient underwent CABG surgery and after there were no signs of bleeding. The patient was inguarded (serious) condition. On (B) (6) 2010, the patient had cardiac arrest and died. The autopsy results revealed myocardial infarct. Infarct was acute, recent and remote. The right coronary artery was completely occluded. The stents in the lad were noted, but the report did not indicate if the stents were patent or not. The left circumflex coronary artery was 60 to 70% stenosed. Though requested, no additional information was available.

Manufacturer narrative:
(B) (4). The xience 4.0 x 18 (part# 1009543-18, lot# unk) and graftmaster 3.0 x 12 (part# 12746-19, lot# 505808) indicated are being filed under a separate medwatch MFR number. The stent remains in the patient. The lot number was not identified; therefore, a review of the device lot history record could not be performed. Death and myocardial infarction are known adverse events as listed in the xience v instructions for use. Although, a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture or design.